Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when filling the syringe, the bd perfusion¿ syringe leaked liquid between the plunger stopper and the syringe wall. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: no samples neither pictures have been received for investigation. Ten retained samples of 50pf lot 1709207 are evaluated. On visual inspection of these ten retained samples no damage or molding defect can be observed in any of them that could be related to the alleged defect. DHR of lot 1709207 has been reviewed not finding any annotation or deviation regarding the alleged defect. During assembly process mechanical leak test is done to every syringe. In case any fails it is rejected automatically to scrap. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): visual inspection. Molding: 2 injections per shift. Printing: 6 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 6 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (with product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection. Printing: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Assembly: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Primary packaging: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Leak test is carried out with the 10 retained samples according to procedure pc-039 and iso 7886-1 annex d. The 10 samples meet iso 7886-1 annex d. They are disassembled not observing any damage in plunger rod or any of their components that could have caused leakage. This issue is not related to a manufacturing defect. Since no damage or molding defect has been observed retained samples evaluated and they meet iso7886 annex d, since no incidence happened during manufacturing process, a definitive root cause cannot be determined. Investigation conclusion: this issue is not related to a manufacturing defect. Since no damage or molding defect has been observed retained samples evaluated and they meet iso7886 annex d, since no incidence happened during manufacturing process, a definitive root cause cannot be determined.